Event description:
The customer called to report that the insulin pump didn't appear to be delivering insulin properly as his blood glucose levels had reached 485 mg/dl. Troubleshooting was performed, and the bolus history was not consistent based on the amount of insulin the customer takes. The insulin pump passed the self test. The customer also reported a blank display when pressing the act button. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.